Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console was having issues delivering arrest agent during cardioplegia delivery. The perfusionist stated that the console delivered almost a liter of arrest agent before noticing the displayed volume was not decrementing as expected. The report said the arrest agent volume was set at 30meq/l. The report stated the console was removed from use and returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The console was received and the reported complaint could not be duplicated. The customer reported they had delivered almost a litre of cardioplegia and noticed the arrest volume was not decrementing. Log data showed there was an arrest pump error (ec115) and the concentration was set to zero, that is why no volume (arrest) was delivered. This was a one time event and may have been a faulty arrest pouch. Console 2300 passed all functional testing.